Manufacturer narrative:
The drill was returned to the manufacturer for an unrelated issue and upon evaluation, an overheating condition was discovered. Internal components were evaluated and a faulty power cable was discovered. The cable assembly was replaced and additional preventative maintenance was also performed. The drill returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer, the drill's power cable heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.